Manufacturer narrative:
A field service engineer (fse) followed up with the site via telephone and walked them through looking for obstacles in the path of the bf table. The customer found a tip in the bf table. They removed the tip and was able to run the instrument. The fse followed up with the site the following morning and they were able to run the analyzer. Customer confirmed that the analyzer was operating as expected. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 15mar2020 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 error messages states the following: [4497] b/f table rotation motor overrun to positioning sensor. Cause: the positioning sensor activated improperly during rotating of the b/f table. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was a stuck tip in b/f table.

Event description:
Customer reported an error 4497 b/f table rotation motor overrun to positioning sensor. All set home completed fine. The site will try to rerun the samples and follow up with technical support. Customer called back to inform technical support that they reran the quality control (qc) and got another error of 4497. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting intact parathyroid hormone (ipth) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.